Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels declined to 28 mg/dl while wearing the pod. The reporter stated they turn the pump off on the phone application/device, but it continued to deliver insulin. It was noted the patient is using the pump while in her 3rd trimester of pregnancy. No further details are available as the call was dropped when product support attempted to connect caller to the clinical team. Three due diligence attempts were made for additional information without success.